Manufacturer narrative:
The customer reported that all their rns devices went into communication loss. The issue was resolved by nk's bridge support resetting the hl7 service. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that all their rns devices went into communication loss.